Manufacturer narrative:
(B)(4): results and conclusions: (aneurysm and vessel morphology is unk).

Event description:
A valiant stent graft delivery system was inserted into a patient for the endovascular treatment of an unk size thoracic aortic aneurysm. Aneurysm and vessel morphology was not reported. It was reported that the stent graft delivery system could not be advanced through the aortic arch. Upon removal of the delivery catheter, the physician noticed there was a kink/crease in the outer sheath. The pt was not treated at this time. No clinical sequelae were reported and the pt is fine. The valiant device (B)(4) is not marketed in the united states; however, it is similar to the marketed talent taa with xcelerant device (B)(4).